Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot. Upon troubleshooting, fse found that the issue was due to electrical damage resulting from a fault in the hospital's x-ray on-light cable and this issue caused the pdu penta switch module, the pdu dual switch module, and related pcb components to burn out. To resolve this issue, fse replaced pdu penta switch module, the pdu dual switch module, and associated pcb components. The defective pdu penta switch module, pdu dual switch module were returned to philips for analysis. After analysis of pdu penta switch module it was found the failure was due to the rear of the unit exhibited signs of charring, and the main fuse displayed infinite resistance, indicating that a short circuit had taken place whereas the analysis of pdu duel switch module confirmed the short circuit; two fuses were found to be damaged, exhibiting either very high or infinite resistance during testing. After replacement, the system was returned to use in good condition. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.